Event description:
As reported, on october 31, 2007, this patient was implanted with gore excluder aaa endoprostheses. In 2007, the patient underwent a reintervention for a proximal type I endoleak, in which a aortic extender component was implanted. The endoleak was reported to have resolved following the reintervention. Patient is reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient (pxa2803000/lot#05435482, pxc181000/lot#05272475, pxl161407/lot#04707426, pxl161407/lot#04929783, and pxl161207/lot#04842173). See scanned page.